Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53), the hrm task did not grant motor power in reasonable time ( pump error 82 ), an error in the motor detected by reading an unexpected value from hall sensor (pump error 43), hardware low-level failure (pump error 63). Troubleshooting was performed and was able clear the alarm successfully and the pump did not rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Successfully downloaded history files and traces utilizing thus. Pump error 63 alarm found in the history files on 10/27/2023 12:55:32.000. Pump error 63 alarm (variable 6) due to moisture/corrosion on the lcd assembly and broken trace at u1 pin 6 on keypad assembly (line number 218 file number 32111). Pump error 53 alarm found in the history files on 10/27/2023 12:55:32.000. Pump error 53 alarm due to software error (line number 693 file number 51). Pump error 43 alarm found in the history files on 10/27/2023 12:54:32.000. Pump error 43 alarm due to hardware error, moisture/corrosion damage on motor assembly was noted. Pump error 82 alarm found in the history files on 10/27/2023 12:46:14.000. Pump error 82 alarm due to software error. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 (j1), motor flex, lcd flex, lcd connector and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, scratched case (minor scratches), scratched lcd window (minor scratches), label damage (stained serial number), debris in motor slide threads and software anomaly. Pump error 82 confirmed due software error. Pump error 53 confirmed due to software error. Pump error 63 confirmed due to moisture/corrosion on the lcd assembly and broken trace at u1 pin 6 on keypad assembly. Pump error 43 confirmed due to hardware error, moisture/corrosion damage on motor assembly was noted. Cosmetic damage was confirmed at the front and back of pump. Exposed to moisture confirmed at pcba 1, pcba 2 (j1), motor flex, lcd flex, lcd connector and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.